Event description:
It was reported that during a gastrectomy procedure, part of the staple line was not complete, and the firing. The procedure was competed by hand-suturing. There was no pt consequence.